Manufacturer narrative:
E1: initial reporter email address: (B)(6). E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that bd maxguard extension set was cracked and leaking. The following information was received by the initial reporter with the following verbatim: the plastic that connects to the needle-free connector cracked and versed was leaking. This department has sent several extensions where the outer shell of the plastic has cracked.